Manufacturer narrative:
Continuation of concomitant products: product ID 3057, lot# unknown, product type: screening device. Product ID: 3057 ,lot# unknown, product type: screening device. Product ID 3537, lot# serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient wears a back brace, which pulled the lead out. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device, product ID: 3057, implanted: (B)(6), 2018 explanted: (B)(6), 2018, product type: screening device, product ID: 3537, product type: programmer, patient. Lead explant dates are approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the trial evaluation was completed, patient had a successful stage 1 trial and then battery implementation. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. (B)(4) applies to lead (lot# unknown) only. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their device was stuck on finding a device so the patient remove and replace the batteries in their controller; the issue was resolved. The patient was able to increase stimulation as high as it could go, but they couldn't feel anything. Later on that day, the healthcare provider (hcp) called and said they didn't have the code to override the "settings not available" error. The next day, the hcp told the patient not to make any adjustments; patient felt therapy wasn't working because they couldn't feel stimulation. Additional information was received from the hcp on 2018-07-17; device information was not provided. When asked if the cause of the "stuck on finding a device" issue was determined, the hcp said "leads had came [loose]. Batteries were also in background." When asked if the cause of the "settings not available" and lack of stimulation issue was determined, the hcp said "batteries in the generator backwards." No further patient complications have been reported as a result of this event.